Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose event. The customer¿s reported high blood glucose was in the 400 mg/dl. Customer's blood glucose reading was 460 mg/dl at the time of incident. No high blood glucose troubleshooting was performed and no form of treatment was reported. Customer stated that the infusion set cannula was bent and the sensor stopped working. Customer stated that the sensor cannula was shorter than normal when removed. Bent cannula troubleshooting was performed and completed. The product is not expected to return for analysis.